Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to high thresholds. It was replaced with the same model. The patient had worsening shortness of breath with exertion. Patient has acute chronic systolic chf. Patient got an av node ablation.